Manufacturer narrative:
One 13.5f x 24cm hemo-cath was returned for evaluation. A visual inspection of the catheter reveals the catheter is cut 1 cm below the hub. The remaining internal portion of the lumen was not returned. A functional evaluation revealed the venous extension has a pinhole leak approximately 1.2 cm below the over-molded sleeve. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The extensions were cross sectioned and measured. All measurements were within the design specifications. The family of devices is 100% leak tested prior to release. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
During the first dialysis session, at the end of the session, the nurse noticed that the catheter has a hole between the clamp and the blue luer lock.